Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported complaint. The base and casters were replaced. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during a case, the caster broke off the machine. There was no reported patient injury.